Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium powerport attached to a catheter has return for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported fracture and failure to aspirate and leak and as three splits were observed approximately 4.4cm from the distal end of the cath-lock and three longitudinal, radially adjacent, splits were observed. Also, leaks from all three longitudinal splits were observed. The investigation is confirmed for the identified material discolored as the yellowish discoloration was noted to the catheter at the site of the three longitudinal splits. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port device implant, the device allegedly would not draw blood. It was further reported that after explant and upon dye study, contrast solution was reported to be seeping out of the catheter near the attachment of the port body. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2020). .

Event description:
It was reported that sometime post port device implant, the device allegedly would not draw blood. It was further reported that after explant and upon dye study, contrast solution was reported to be seeping out of the catheter near the attachment of the port body. The current status of the patient is unknown.